Manufacturer narrative:
The pin insertion wrench was returned and evaluated. A visual inspection found that the spring inside the stem shows no obvious signs of damage. A functional inspection found that the device was able to hold the corresponding part as intended. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the complaint history for the associated batch did not reveal additional complaints. Reviewing the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery the spring inside of the t-handle was beat up. Procedure was completed with competitor's device.